Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose was 400mg/dl which was treated with shot. Customer¿s current blood glucose was above 200mg/dl but below 250mg/dl. Customer also reports that back of battery was cracked and popping out as well as batteries have been dying quicker. Customer advised to discontinue use of insulin pump and revert to back up plan. Customer declined troubleshoot for high blood glucose and other issue. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed the operating currents measurement, self test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. No unexpected low battery alarm anomaly noted. Device had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched display window.